Event description:
The customer reported to corporate product surveillance regarding the clearlink vented minidrip continu-flo set in which a piece of the vent broke off and was in the bag. The condition was observed before use. There was no patient involvement, patient injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The white spike vent housing was observed to be separated from the spike vent shaft. The defect appears to have been caused by trama/damage to the sample pouch and device as there are three cuts or perforations on the printed side of the pouch. However, an assignable root cause of the condition could not be determined. A batch review was performed on the reported lot with no deviations found.